Manufacturer narrative:
According to available information, this device was reprogrammed and remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this device was hospitalized with symptoms of dizziness and shortness of breath. The patient was in ventricular tachycardia cardiac rhythm and no therapy had been delivered by this device. An external shock was delivered. Interrogation revealed five of eight non-sustained episodes had not been treated and were in the vt-1 zone. The device discriminators were "onset/stability". It was thought the therapy had not been delivered due to the device programming. The device had declared gradual onset but due to the ventricular tachycardia rate lower than the programmed cut off rate, therapy was not delivered. The device vt-1 zone was reprogrammed and the patient was discharged. It was thought the issue was resolved. Further follow up will be performed to monitor the programming.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches on the case and body fluid contamination in the lead barrels. All seal plugs were intact and all set screws moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was explanted and returned for analysis.